Event description:
Pt has a quickie p-220 power wheelchair with manual wheelchair conversion kit. Pt had the unit since 2003. Pt had a few incidents this spring in that a slight obstacle (lip of door jamb which is graduated) and any small deviance in an even surface has caused the wheelchair to fall forward. With how the sitting system is on the frame in conjunction with the wheels and axle, a change in the ground causes the chair to tip due to it being top and front heavy. One incident happened early may where it took all family member strength to stop it short of going all the way over. The other incident happened late april in that it did turn over on pt when another family member was pushing pt. No serious inury, happened in the grass. It just scared pt. There are anti-tip tubes that are mounted on the back side of the frame but with the distribution of weight all up front, these devices are just there for show. But the real push for this report now is that the wheelchair turned over on pt this past saturday night and pt was on the gravel in front of the barn. Pt ended up in the ER. Pt had blood all over them (down face, coming out of mouth and nose). After pt was cleaned up at the hosp, the major bleeding came from a 1.5 inch jagged gash on upper left forehead and it extended back into hair. Mutiple other smaller puncture wounds and scratches on the rest of left side of forehead, around eye, on nose, scratches on knees which broke the skin but did not bleed. The main impact was head and the majority of the weight of the chair landed there as well. A CT scan did not show any fractures. Pt has cerebral palsy - spastic quadriplegia. Pt is not able to and was not able to put hands out to protect face from the fall. Family contacted the MFR (sunrise medical) back in 2004 and their technician told family needed to talk to the distributor. Called and left a message with them that same day and they returned call that afternoon. Family was told a technician from their office would come out and check on the unit, which he did. The technician looked it over and worked on several possible solutions but didn't really see any real solution because of where the power tilt mechanism was on the seating system. They could shift a few things around and change out seat cushion but pt's feet would not sit on the unit like it was intended with the posibility that feet would drop inside the frame and not be on the foot pedals. No possible soultion was arrived at prior to the accident. Rptr fells that every pt out there who might have a unit similar to this one needs to be protected.